Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was unknown. Customer stated they did not receive a low battery alert prior to the off no power alert. Customer stated that this is the second occurrence of off no power without a low battery warning. The customer was advised that the device would be replaced. The customer was advised they may continue to wear pump until replacement arrives if they insert a new battery. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 400 mg/dl. The customer's doctor sent her to hospital. Customer was admitted in the hospital on (B)(6) 2016. Customer was released after testing her blood and she was okay. Customer was wearing the pump at time of hospitalization.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump had a noisy motor during testing. Unable to confirm the damaged battery cap due to the pump being received without the original battery cap. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, a cracked belt clip slot, broken battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor was tested outside the device and passed. The insulin pump passed the displacement accuracy test.